Manufacturer narrative:
He device was in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer purchased and supplied the battery. The customer discarded the battery per procedure.

Event description:
It was reported to philips that the device shut down while plugged in. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.